Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "it is alleged that, the patient underwent hip replacement surgery in 2008. It is further alleged that, due to the hemispherical shell loosening the patient had to undergo a revision surgery four months later."